Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015, that a wallflex biliary uncovered stent was used in the hepatic portal region during a stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to dilate a stenosis due to hilar cholangiocarcinoma. Reportedly, the patient's anatomy was severely tortuous. During the procedure, the physician advanced the device to the target area and attempted to release the stent but found that it was a bit too long. So the physician attempted to reconstrain the stent to reposition it, however, the stent cannot be reconstrained. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a wallflex biliary rx uncovered stent was returned for analysis. Visual examination of the returned device found that the stent was fully mounted onto the delivery system. A visual and tactile examination found no kinks or damage along the shaft of the device. The stent was partially deployed and reconstrained without issue during the product analysis. No other issues were identified during the analysis. The complainant specified that the lesion was severely tortuous and may have contributed to the complaint incident. Based on the condition of the returned device and the evaluation conducted, difficulty experienced during deployment are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015, that a wallflex biliary uncovered stent was used in the hepatic portal region during a stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to dilate a stenosis due to hilar cholangiocarcinoma. Reportedly, the patient's anatomy was severely tortuous. During the procedure, the physician advanced the device to the target area and attempted to release the stent but found that it was a bit too long. So the physician attempted to reconstrain the stent to reposition it, however, the stent cannot be reconstrained. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.